Event description:
Physician was performing oblation and the probe was frozen in place. Physician had to manually defrost with warm saline to remove probe.

Manufacturer narrative:
The returned her option probe was thoroughly investigated by our complaint/quality assurance department. Unfortunately, we were unable to duplicate the problem encountered. The probe passed all electrical and functional tests. A warm cycle was run twice and both times the probe reached +30 degrees celsius. Reference complaint# 1940.